Event description:
Information received indicates the brake is migrating to the neutral position after being placed in brake.

Manufacturer narrative:
The technician adjusted the brake/steer caster to repair the bed.